Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to bent cannula leading to hyperglycemia. The blood glucose level was high at the time of event and the patient got treated with intravenous insulin drip. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) with malfunction soft cannula found bent upon removal from infusion site. The batch 6008402 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 soft cannula found bent upon removal from infusion site. Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008402 was manufactured according to the wi version 79, packaged in the machine m12, on 01/aug/2024 with a total of (B)(4) units. Assembly device history record (DHR) review: the lot 4g01728 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 27/jul/2024 with a total of (B)(4) units. The lot 4g04421 was manufactured according to the wi version 27, , manufactured in the line assembly of quick set, on 01/aug/2024 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database 14/jul/2025 against malfunction code evaluated soft cannula found bent upon removal from infusion sit6 and lot 6008402 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post-market surveillance activities.